Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 127mg/dl, 170mg/dl. Tests were done <10 mins apart with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.